Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose. The blood glucose at the time of the incident was in 40 mg/dl. The customer stated that, the auto mode did not seem to be able to control her low sugars driving her into readings in the 40¿s mg/dl. The customer had quite blood glucose reading were below 60 mg/dl. The insulin pump will not be returned for analysis.